Event description:
The patient presented with patella pain months after surgery. The doctor was checking the patella and was not pleased with the tibial insert. The doctor changed to a thicker insert and the patella was left alone after releasing soft tissue.